Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the patient¿s blood glucose levels increased to approximately 20 mmol/l (360 mg/dl) after an unspecified duration of pod wear. It was further reported that the cannula did not appear to have properly inserted into the skin at the infusion site, which the legal guardian attributed as a contributing factor to the elevated blood glucose. The legal guardian applied a new pod and the patient successfully resumed therapy. No medical intervention was reported.